Event description:
Reported due to device was unable to seal the perforation. In 2005, the physician attempted to seal a perforation at an unknown location using a graftmaster 3.0 x 26mm stent graft. Reportedly, the stent was implanted but the perforation was not sealed. It was also noted that the pt experienced an acute myocardial infarction. At last report, the pt's condition was "poor." Although requested, no additional pt info was provided.